Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following was provided by the initial reporter: verbatim: I was drawing up vaccines for a patient and I switched needles to a 25g 1" needle. When I went to clear the air from the syringe, nothing would advance. The air wouldn't clear and the medicine wouldn't go forward either. It was like it was blocked. This is happening to multiple people in our office and needs to be escalated quickly was there injury? No

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following was provided by the initial reporter: verbatim: I was drawing up vaccines for a patient and I switched needles to a 25g 1" needle. When I went to clear the air from the syringe, nothing would advance. The air wouldn't clear and the medicine wouldn't go forward either. It was like it was blocked. This is happening to multiple people in our office and needs to be escalated quickly was there injury? No.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes . Returned to manufacturer on: 10jul2023. Investigation summary one used sample received by our quality team for investigation. Upon visual evaluation, no defects or issues observed. Needle was connected to a syringe with saline solution, the solution expelled with normal flow. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.